Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the bellavista ventilator has alarm 224 - "mismatch between delivered and measured fio2." At this time, there was no information of patient involvement reported with this event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Assuming the issue was due to user fault. User has not perform a two-point calibration of the oxygen sensor. After the customer performed the 2p oxygen cell calibration, the issue got resolved.